Event description:
The user facility reported a 80-year-old male in acute myocardial infarction cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient had an attempted impella cp implant due to the patient going into cardiac arrest. The doctor attempted to cross the atrioventricular valve, but was unable due to aortic stenosis. The doctor decided to fix 100% proximal left anterior descending artery and 99% proximal circ first and attempt the impella insertion after they opened the arteries. On the second attempt, they were able to cross the valve and gain access with 0.018 wire. Impella was inserted over the 0.018 wire, but it was unable to be advanced past prior abdominal aortic aneurysm (aaa) repair. The doctor decided to abort the impella insertion at the risk of damaging the aaa or harming the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition related, as the impella was unable to pass through due to aortic stenosis as per the clinical description provided. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ d4-updated model number. To conform to updated procedures, sections d6 & h10 were revised with updated information.